Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user required training regarding the feature. A technical support specialist (tss) reviewed the inventory inside the refrigerator and compared it with the nurse role security and override groups. The contents of the smart remote manager (srm) appeared correct based on the review. The findings were shared, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the device was not available for nurses when attempting to retrieve patient specific medications. The refrigerator was visible and accessible for pharmacy functions such as inventory and refill; however, when nurses searched by patient, no refrigerator access was displayed. This issue resulted in inability for nursing staff to access medications from the fridge the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.